Event description:
It was reported that the customer was hospitalized for high blood sugar levels. It was indicated that the pump's programming and histories were accurate. The customer was being treated with an insulin drip. It was conveyed that the customer was having a stressful day prior to the event. The customer was educated on following the two high blood glucose rule.